Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit# (B)(4). The disposable kit will not be returned as it has been discarded. This report is being filed due to an alleged device malfunction.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima accel system operated as intended. Conclusion: the trima accel system operated as intended. The measured wbc count of the product is within the FDA's current leukoreduction acceptance guidelines.